Event description:
It was reported that removal difficulty occurred. A 3.00 mm x 40 mm agent dcb was selected for treatment of the 90% stenosed, moderately tortuous, and moderately calcified target lesion located from the proximal to mid right coronary artery (rca). During insertion, the agent device became stuck inside the guide catheter and could not be removed. The device was withdrawn from the patient by removing it along with the guide catheter. The procedure was successfully completed with another same device and there were no patient complications.